Event description:
It was reported that a pt underwent a surgical procedure on an unk date and suture was used. During the procedure, the needle came off the suture and became lost in the pt. Additional info has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.